Event description:
See initial report.

Manufacturer narrative:
H11: a device complaint history review was performed and identified no previous similar events reported since unit installation. No adverse trend has been identified for this failure mode. According to the livanova instructions for use, it is strongly recommended to check the operating theatre and the ambient of the operating theatre for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth. Based on the investigation findings, the root cause of the event has been attributed to an external interference from high frequency unknown device. Disturbances may occur on all the system devices as well as a few of them, depending on the location of the emitting source and the propagation pathway (air or cable). Moreover, electromagnetic propagation is affected by absorption and reflection from structures, object and people, therefore it is not possible to foresee which devices may be affected. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: through follow-up communications, it was learned that high-frequency devices are present and generally used by the hospital, however there was no evidence such type of equipment was used at the time of the event. Also, it was confirmed that the equipotential cable was used in accordance with the IFU.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of a centrifugal pump drive which restarted three times. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: the log files of the centrifugal pump drive were analysed. A watchdog reset and a timeout error were identified. In addition, log files of all pumps used during the same surgery were analysed, and watchdog resets were retrieved as well. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.